Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt was presented to clinic not feeling well, was tired and dizzy. An echo was performed. A CT scan was taken which revealed a bend relief disconnect with an angle to the outflow graft. The pt was taken to the operating room and a pump exchange from one lvad to another lvad was performed. The sealed outflow graft and bend relief were replaced with end to end anastomosis. The sealed inflow conduit was replaced as well. Pt remains stable.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.